Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that she was filling the reservoir and when she went to fill the tubing, she got a motor error alarm. Customer stated that there seems like there's something wrong with the bottom of the reservoir and it won't move when she puts it in. Customer stated that it reset all her settings and she reprogrammed the time and date. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.